Manufacturer narrative:
The mlx 300w xenon lightsource (00mlx) was returned for evaluation. Device history record (DHR): DHR shows no abnormalities related to the reported issue. Failure analysis: evaluation of the xenon lightsource could not duplicate any smoking or the unit turning off while in operation as reported by the customer. The lightsource operated for 30 minutes with no signs of smoking coming from the unit. The unit did fail the attenuator memory and lumens test. In addition, the mirror inside the unit was damaged. This could be the reason why the unit started smoking as the mirror helps to greatly reduce the heat generated by the lamp. The control board, lamp and the mirror has been replaced to correct these issues. Root cause: the returned xenon lightsource was in used condition. It was determined that the issue of the unit smoking is possibly due to the mirror inside the unit being damaged due to rough handling/environmental damage. The reported complaint could not be confirmed. No manufacturing, workmanship, or material deficiency has been identified.

Event description:
A facility reported that the mlx 300w xenon lightsource (00mlx) started smoking, shut off, and would not turn back on. It was reported that a coil was found on the power supply, possibly charred. It is unknown under which circumstance this event occurred; however, no injury, death or surgical delay was reported.